Manufacturer narrative:
Concomitant medical products: unk short balloon catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 30 cm x 155cm saber rapid exchange (rx) was used for pre dilation, however, it ruptured at 6 atmosphere (atm). Therefore, it was replaced with a new unknown short balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was at the superficial femoral artery which had chronic total occlusion (cto). It was noted that rupture of balloon was probably due to calcification. The device will not be returned for analysis as it was discarded due to infectious disease.

Manufacturer narrative:
Complaint conclusion: as reported, a 4mm x 30 cm x 155cm saber rapid exchange (rx) was used for pre dilation; however, it ruptured at six atmosphere (atm). There was no reported patient injury. The lesion was at the superficial femoral artery which had a chronic total occlusion (cto). Therefore, it was replaced with a new unknown short balloon catheter and the procedure was completed. It was noted that rupture of balloon was probably due to calcification. Additional information was requested but is unknown. The device was not returned for analysis as it was discarded due to infectious diseases. A product history record (phr) review of lot 82159348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion and a calcified lesion may have contributed to the reported event, as calcification is known to damage balloon material. However, without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.